Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid 2mg/ml at 0.4496mg/day. The medication dose was adjusted on (B)(6) 2016 from "500mcg/day to 450mcg/day." Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that an alarm was heard and confirmed by telemetry. The patient said that the pump was beeping constantly and that was why the patient went into the office on 2016-07-07. A critical alarm was occurring. The pump longs were checked. It was noted that reset and safe state occurred. No symptoms were reported. It was noted that the hcp programmed pump out of safe state and back to normal infusion mode (flex).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.